Event description:
During svc of the unit, it was found to have a motor stall with low pressure alarm condition. This was caused by a liquid spill on the motor, logic, and display boards. Replaced the boards to correct the problem.